Event description:
It was reported that a lead integrity alert (lia) had triggered on separate dates due to high rate non-sustained episodes and short ventricle-ventricle intervals on the right ventricular (rv) lead. In addition, low impedance, oversensing, loss of capture, and variable r-waves were exhibited. A lead dislodgement was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.